Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail 6fr il3.5. There was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that thrombus was observed during post-dilatation using an ultrasound catheter at the lesion site after implantation of the xience v stent at 9 atmospheres. The thrombus was resolved using balloon aspiration at the lesion site in the mid left anterior descending artery. Note that pre-dilatation was performed prior to implantation with a non-abbott balloon catheter. The vessel and lesion site were characterized as being mildly calcified, de novo and 75% stenosed. No issues were confirmed during angiography the day after. No additional information was provided.